Manufacturer narrative:
(B)(4). A follow up report will be submitted upon receipt of any additional info.

Event description:
The plaintiff's attorney alleged that the pt experienced an adverse cardiovascular event which may have been caused by the defendants' product administered for dialysis treatment.